Event description:
It was reported that, on the day prior to this report, the patient presented to the emergency department (ed) with reports of ¿classic withdrawal¿. The patient was responding to oral medication. The patient was discharged on the date of this report and went to a different facility for troubleshooting and interventions, which included reading the pump logs, a catheter dye study, and a possible rotor study. A catheter access port (cap) study was also performed. The healthcare provider (hcp) inquired about possibly pump-related field actions. The date of the event was indicated to be (B)(6) 2015. A dye study was performed on the report date revealed that the catheter was occluded and the catheter was unable to be aspirated. As of (B)(6) 2015, the patient was stable and was being managed with oral medications. The patient was initially scheduled for a prophylactic pump replacement on (B)(6) 2015. However, a pump replacement and catheter revision were performed on (B)(6) 2015 due to normal end of life (eol) and the occluded catheter. The device system was used to deliver baclofen. It was reported that the pump gablofen or lioresal. However, it was unclear which type of baclofen the pump contained. Specific patient symptoms and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the product surveillance registry (psr). With regard to the withdrawal on (B)(6) 2015, the patient was extremely uncomfortable, the spasticity was severe, and a baclofen underdose was suspected. The catheter access port (cap) was accessed on (B)(6) 2015 and it was not possible to inject or aspirate via the cap. The pump was also interrogated on (B)(6) 2015 and was working well. The investigative surgery with fluoroscopy on (B)(6) 2015 showed the catheter to be embedded in scar tissue, impeding flow. Once freed, both the catheter and pump worked well, and the pump was then replaced due to end of life. The patient had been receiving the before mentioned lioresal 2 ,000mcg/ml at 481.5mcg/day, at least since (B)(6) 2014. Additional information was received from the product surveillance registry (psr). The event resulted in in-patient hospitalization. In terms of severity of the adverse event, it was noted to be moderate but then further updated to mild. The event did not result in serious deterioration in the health of the patient. It was also reported the event wasn't related to the programming/refill, intrathecal medication, MRI or programming. It was unknown if the event was procedure related. It was further reported the catheter was freed from the scar issue during the surgery. As of (B)(6) 2015, the event resolved without sequelae, there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n176144017, implanted: (B)(6) 2008, product type: accessory; product ID 8 709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8578, lot# n176144017, implanted: (B)(6) 2008, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information reported that prior to the pump replacement the patient¿s pump was refilled at an infusion center and they may use lioresal. Following the pump replacement the pump was filled with gablofen.

Manufacturer narrative:
(B)(4).